Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: suture failed to deploy. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture failed to deploy. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional information was available.